Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection coincident with automated peritoneal dialysis therapy. The patient was hospitalized for the infection. The cause of the infection was reported to be due to "contamination", but as no further information was provided, the cause is assessed as unknown. On unreported date(s), the patient was treated with fortum 1 gram intraperitoneally for fourteen days (frequency and specific dates of duration not reported) and sefazol 1 gram intraperitoneally for fourteen days (frequency and specific dates of duration not reported) for the unspecified infection. Dianeal therapy was ongoing. After five days of hospitalization, the patient was discharged. It was not reported if the patient was recovering or was recovered from the unspecified infection, but it was reported that the patient's general condition is good. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.